Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018 that the patient experienced multiple skin reactions. The exact number of reactions were unknown, but began on approximately (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. The patient¿s mother stated the patient had red, itchy skin upon sensor removal on the seventh day of use. The location of the reaction was where the adhesive patch made contact with the patient¿s skin. On approximately (B)(6) 2016, the patient saw a doctor for the skin reaction to the adhesive patch. Triamcinolone acetonide cream was prescribed to treat the reaction. At the time of contact, it was indicated that the patient was in okay condition. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.